Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced by baxter personnel during on-site product evaluation. The root cause determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.